Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the conductor coil had a break 14.5 cm from the terminal pin. Analysis confirmed that the fracture and other lead damage was a result of induced damage.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that while cutting the introducer, the right atrial (ra) lead was damaged. As the conductor coils were visible, the ra lead was explanted and replaced. No adverse patient effects were reported.